Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi-500-01145, software version #: (B)(4). A medtronic representative visited the site to evaluate the equipment. No failures were found. It was noted that the system was sitting idle for 5 hours prior to reported problem. The site was advised to turn system off if possible rather than let it sit idle. Codes no other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a procedure. It was reported that the site was unable to take a 2d scan during a procedure. They called the local representative (cc) for the site who advised them to reboot, but they decided to move on with the case without the imaging device. Imaging was aborted. Another local representative (fse) had already performed a checkout of the system and an examination of the logs and was unable to find any error. Patient impact information was not provided. Delay information was not provided.